Event description:
New information was received that the device was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
During follow-up, there was premature battery depletion alleged on the device. A device revision is anticipated, but has not occurred yet. The patient was in stable condition.